Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determine the exact root cause. However, logs shows that alarm 318 activated only once on (B)(6) 2021, as this is not repeating, we can assume that the inspiration port is blocked while the unit turned on. Alarm 318- "inspiration port blocked" could be a finger fault. Alarm 388 always triggered in combination with alarm 271 - "o2 supply failed" at o2 supply pressure between 3.5 and 4 bar. Issue is resolved after a software update to v6.0.1800.0 or higher. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having constant o2 failure alarm after patch 19, software update installation. The ventilator also trigger technical failure alarm 318 - inspiration valve failsafe failed or occlusion in inspiration. Furthermore, the customer confirmed that the patient is removed from the ventilator because of the alarm issue, but no harm nor injury has been reported.